Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details received to date, it appears clinical and or procedural factors may have impacted on the reported event. It was reported that the device is not expected to be returned; however, if there is any further relevant information provided, a follow-up medwatch report will be provided.

Event description:
Event description: after use, on withdraw, the wire stuck to the device. Physician completed the procedure by removing the device and the wire. No patient complications. The wire used was a jet wire. Per (B)(4), "it did not seem to be" having anything wrong with it.